Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experience hypoglycemia as well as customer was alleging insulin pump was over delivering. Customer's blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 77 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reports insulin pump was not worn during a medical procedure or test around a magnetic image resonance. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.